Event description:
It was reported that while using bd vacutainer® eclipse¿ blood collection needle, there was a needlestick injury due to safety shield malfunction. No testing or medical intervention was needed.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D10: device available for evaluation: yes. D10: returned to manufacturer on: 26-jan-2024. H6: investigation summary: material #: 368607. Lot/batch #: 3215292. Bd received 5 samples for investigation. The samples were evaluated by functional testing, each having their eclipse shield activated, and the indicated failure mode for defective locking mechanism with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that while using bd vacutainer® eclipse¿ blood collection needle, there was a needlestick injury due to safety shield malfunction. No testing or medical intervention was needed.